Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "no a/c going to pump". This condition had the potential to interrupt delivery. This condition was found in the central supply department. This event occurred during biomed testing. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with no ac going to pump was confirmed during product evaluation. The root cause of the reported problem was determined to be defective power supply. Appropriate action was taken to correct the reported problem by replacing the power supply fuses. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.